Manufacturer narrative:
(B)(6). Date sent: 11/10/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what was the surgical procedure? Colon dx vl. What structure was the device fired upon? Colic ileus anastomosis. Was the device difficult to close? No. Was the surgeon able to complete all four firing stokes? Yes. Please provide more detail on what is meant by cut and not sutured? Suture line was absent. Clips were free into the abdomen. Are any pics available from the event? No. How was the surgery completed? By hand. How was the patient treated post operatively? Intensive care unit. Were any clips or other hard objects near the structural site at the time of firing? No.

Event description:
It was reported that during an unk procedure, two blue charges were used without problems. On the third charge, white, the stapler stopped closed. When they managed to open it the stapler had cut but not sutured. The surgery was delayed and completed successfully. Patient consequences reported was today the patient has peritonitis.